Event description:
It was reported that "the wire of the cava catheter could be easily inserted into the vessel, but the wire kinked during dilation. As a result, the cava catheter could no longer be inserted over the wire and could only be removed from the vessel with difficulty due to the kinks. There was no patient damage, the treatment was delayed." It was reported the customer had problems of "kinking, sticking when passing the catheter". The customer changed to a different brand device and this attempt was successful. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and the product lidstock for evaluation. The guide wire showed evidence of use. The guide wire was observed to have a kink towards the middle of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 250mm from the distal tip. The overall length of the guide wire measured 601 mm which is within the specification of 596mm-604mm per product drawing. The outer diameter of the guide wire measured 0.814 mm which is within the specification of 0.788mm-0.826mm per guide wire product drawing. Functional inspection of the guide wire was performed per the instructions for use (IFU) provided with the kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle, and passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked about midway down its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the wire of the cava catheter could be easily inserted into the vessel, but the wire kinked during dilation. As a result, the cava catheter could no longer be inserted over the wire and could only be removed from the vessel with difficulty due to the kinks. There was no patient damage, the treatment was delayed." It was reported the customer had problems of "kinking, sticking when passing the catheter". The customer changed to a different brand device and this attempt was successful. The patient's condition is reported as fine.